Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that a cartridge split prior to the intraocular lens (iol) touching the eye. In a follow up, the technician reported that during an iol implant procedure, when the surgeon was implanting the iol into the patient's eye, the cartridge split causing scratches to the lens. The lens was removed and the procedure was completed with another iol and cartridge. There was no patient harm.

Manufacturer narrative:
The cartridge and the associated lens were returned separately. Inadequate viscoelastic is observed in the cartridge. The tip is heavily stressed which leads to torn/split tip damage along the posterior left side. The cartridge shows evidence of being placed into a handpiece. The associated lens was returned. Solution was dried on the lens. Both haptics are folded onto the optic. The optic is scratched. The cartridge product history records were reviewed and documentation indicated the product met release criteria. The qualified iol product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an approved viscoelastic. The customer indicated the use of a qualified handpiece and viscoelastic. The reported tip damage was observed. The root cause of the complaint is most likely related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of tip damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).